Manufacturer narrative:
The device was received for evaluation. Visual inspection noted a damaged scanner cord, exposing the wires. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the scanner cord of an exactamix barcode scanner was coming apart and the wires were exposed. The process step when this was discovered was not specified. There was no patient involvement. No additional information is available.